Event description:
It was reported that the customer¿s cgm did not provide readings and prompted to connect cgm or enter blood glucose after starting a new sensor; the agent identified an incorrect or incomplete pairing process and assisted the customer in successfully rescanning and starting the correct sensor type, consistent with intermittent communication failure involving the electrical and magnetic subsystem and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the cgm and the system, aligned with intermittent communication failure and involvement of the electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.